Event description:
While lifting a resident from the floor and back onto the bed, the lift started to tip to the side. To keep the lift from tipping over two stna's stood on the opposite side so the resident transfer could be completed. After the transfer was complete, it was noticed that the base of the lift was bent.